Event description:
Per complaint (B)(4), post routine check up, patient experienced failure of implant to integrate.

Manufacturer narrative:
Patient's weight, event date, implant and explant dates were not provided. If the requested information becomes available, a supplementary report will be submitted. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.